Event description:
The bottom cover of the ceiling lift detached. The spreader bar prevented the cover from falling to the ground. Upon further information gathered, staff believe the case had been in this condition for at least 10 days before it was reported. No one on site is aware of or able to provide further information on the circumstances leading to the issue, and staff do not appear to have been present when it occurred. No injury was claimed.

Manufacturer narrative:
The review of previous complaints revealed that the bottom cover may detach due to several reasons: improper installation of the cover after the last service; damaged mounting points of the cover; loosening of the bottom cover due to the ceiling lift movements along the rail or accidental hitting. The first potential cause was ruled out as the cover detached several months after the last inspection (conducted on (B)(6) 2024 by arjo). If the casing had been improperly attached during that service, it would have detached during the initial uses of the lift shortly after the service. On the day of the device inspection, the attending arjo technician observed that 2 of the 4 mounting clips inside the case were missing. It is unclear whether these clips detached as a result of the casing separation or if their absence contributed to the detachment. The casing could be reattached securely with the two remaining clips and still needs to be pulled off by hand to detach. It does not appear that even if the clips were missing before the event, it was possible for the casing to fall off without some force being applied. Based on all information gathered, it seems probable that the combination of factors¿missing mounting clips and some additional force applied¿could lead to the cover detachment. However, it could not be clearly confirmed as it is unknown under which circumstances this failure occurred. The instructions for use dedicated to maxi sky 2 (001-15698-en) warns: "before transferring a patient, make sure there are no obstacles in the transfer path." Additionally, as per the IFU, the user needs to inspect the ceiling lift for evidence of any external damage before every use. In summary, there is no indication that the maxi sky 2 was used to transfer the patient when the cover detached. The device did not meet its specifications. The complaint was decided to be reportable due to the bottom cover detachment. Unique identifier (UDI)- section d4 was not provided as the device was manufactured before UDI implementation.